Event description:
It was reported that during a laparoscopic hysterectomy, the generator displayed constant error messages which could not be resolved, even when connecting a second handpiece. New shears had to be opened to continue. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the shaft bent. The device was connected to the generator and it was recognized but due to the condition of the device not all functional testing could be performed and we could not test the device for the reported issue. No conclusion could be reached as to how the shaft became bent.